Event description:
Following and neurointerventional procedure, a 7f celt was placed in the left common femoral artery. Hemostasis was achieved after the deployment, but after 20 minutes the patient started to developed symptoms of ischemia in the left leg. A vascular surgeon was consulted and brought the patient to surgery where a cutdown was performed. It was discovered that the celt acd was deployed in the proper place. There was a dissection of the external iliac artery above the puncture site which was causing the ischemic symptoms. The vascular surgeon upon being interviewed about this situation afterwards noted the patient had "soft vessels... The type seen with patients that experience spontaneous aortic dissections". The vascular surgeon placed a stent across the dissection and then repaired the cutdown with a bovine patch. The patient experienced no other medical issues. The original physician that deployed the device had not completed initial training and used the device against the recommendation of the distributor rep (this rep requested the physician be proctored for more cases before attempting to deploy on their own).